Manufacturer narrative:
The wheel and base were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During routine maintenance, ge service representative noted that the front wheel was loose.